Event description:
It was reported that approximately 82 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, severe osteolysis, global instability, ligament laxity, severe chronic synovitis, granulomatous diffuse, erosion of tibia, femur, patella, large cyst on medial tibia, severe poly wear with fragmentation of the tibia insert, loosening of femur, patella, and tibia. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.